Event description:
During a minimally invasive revision surgery due to an adjacent level fracture, the initial construct was to be removed and replaced. While attempting to remove the locking screws from the originally placed 10-screw construct, one of the screws proved difficult to extract. It was eventually discovered that the locking screw contained a broken set screwdriver tip. Despite this complication, the entire construct was successfully removed with considerable effort. The initial surgery, which was also performed minimally invasively, was supported on-site by a company representative. No irregularities were noted during the final fixation of the set screw at that time. It was reported this event didn't impact the patient outcome. Also, no patient pain related to implant was reported in between the initial surgery and the revision surgery. However, we learned that the revision surgery took longer than expected.

Manufacturer narrative:
Production records from the involved lots have been checked and found no issues. Investigation is still ongoing, no unique root cause was identified . We believe the issue is a combination of mis-handling from surgeons not following the surgical technique resulting in a higher friction in the set-screwdriver that leads to a higher torque applied on the tip and, in few cases, the breakage of the tip.